Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. The customer's blood glucose was 74 mg/dl. Troubleshooting was performed. The device did not pass the self-test. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Adjusted the audio options audio volume 1-5 and verified audio tone does not adjust accordingly. Hardware low level failures noted during self test and confirmed in pump history due to broken trace on u1 keypad assembly. Pump error noted in formatted history file due to software error.